Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00358-1. This report is being submitted to relay additional information and device evaluation. An osseotiteâ® tapered certainâ® prevailâ® implant 4/3 x 11.5mm (xiitp4311) and osseotiteâ® tapered certainâ® implant 3.25 x 11.5mm (xifnt3211) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No fracture or damage has been identified. Debris found inside drive feature. Slight markings on implant due to the removal process. No malfunction. Based on the evaluation, device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot numbers (2019020442 and 2019090933). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019020442 and 2019090933) for similar events (complaint category keyword: dental : functional : fracture : implant and damage drive feature) and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00358. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth #5 is fractured and the implant at tooth #12 has exposed threads. The implants were removed and the procedure was completed with other implants.